Manufacturer narrative:
Follow up to be conducted when evaluation is completed. Received five unused fenwal y-type blood sets. Each roller clamp was inspected and assembled, and slack was noted when moving the roller in the clamp frame. Another group of roller clamps were inspected from a different stock number. These were found to be more secure during movement within the roller in the clamp. Dimensional inspection was conducted on the inside of the frame widths. Unused samples returned by the customer were inspected. Inspection of the roller clamps from the samples revealed some looseness in the roller adjustment area within the roller clamp assembly. Component swapping with another lot of roller clamp assemblies revealed the looseness was no longer present. A dimensional evaluation of the roller clamp assembly revealed the ID of the frame width on the returned samples were larger than the components swapped from the other lot of roller clamp assemblies. It appears that these dimensional findings on the frame may have resulted in a looser feel to the user and the end result may be difficult to regulate fluid flow.

Event description:
Account reports two incidents in which fast flow occurred. Reporter stated in each incident a unit of blood infused in 15-30 minutes, with two different nurses involved. In the last incident, the pt developed lightheadedness and a headache, and was hospitalized overnight for observation. Reporter added that this product is not new for them.